Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the keypad buttons were not responding as expected. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Manufacturer narrative:
Follow-up # 1 date of submission 03/11/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/23/2015 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the complaint of the keypad button¿s response issue was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad cover was removed and there was no evidence of contamination found under the key contacts. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.